Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) cable connector was broken and the battery case cover was damaged as the output connector assembly and the battery drawer were damaged. Analysis determined that the epg failed the incoming functional test for active current ¿ backlight and menu off, active current ¿ backlight and menu on, backlight on/off menu and active current backlight and menu off, battery load. It was noted that the atrial output connector was contaminated. It was further noted that the lock button was flat on the keypad but functional. The epg was returned unrepaired as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) cable connector was broken and the battery case cover was damaged. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.